Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user observed a broken harmonic ace instrument tip. A fragment fell inside the patient and the entire piece was retrieved during the same procedure. No inadvertent contact with another instrument or a hard object was noted. The user continued the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The surgeon was grasping the tissue at the time of the event. All fragments were retrieved. No post-operative tests like an x-ray or ultrasound were performed or required to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade of the harmonic ace instrument from the base ¿ the broken piece, approximately 0.185" was not returned for evaluation.